Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots however this was not duplicated during the investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power/reboot occurrences. The returned battery cap was found to be damaged with torn threads. The battery compartment was found to be cracked at the treads above the bumper. A test cap was able to securely attach to the pump. The returned battery cap was able to maintain an electrical contact during the 24 hours test and the power rebooting was not able to be duplicated. The pump was opened and an inspection was performed on the power circuit with no defects found. There was no moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.